Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Due to damage on the light guide cover glass, water tightness was lost. The bending section cover had a scratch. A bending section cover had chipping. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The video connector had a crack, and the video connector case had deformation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported the endoeye flex 3d deflectable videoscope had leakage. No patient injury or procedure impact reported. During the evaluation of the device, it was noted the adhesive on the objective lens had peeled off. This report is to capture the adhesive on the objective lens had peeled off noted at estimation.

Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the glue of objective lens peeled off due to stress of repeated use, external factors, or handling. However, a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.